Manufacturer narrative:
Analysis revealed pump motor/gear train anomalies related to corrosion and/or wear and/or lubrication, and stall due to gear wheel three. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient receiving fentanyl with an unknown dose and concentration via an implantable pump for non-malignant pain and chronic low back pain. It was reported the patient went in for a refill and told the healthcare professional (hcp) their pain had increased. The patient had also been hearing a beeping sound, but did not realize it was an alarm. The patient had high residual volume at the refill. The logs showed a motor stall occurred and the pump did not restart. The patient denied having an magnetic resonance imaging (MRI). It was unknown what factors may have caused, contributed, or led to the event. Actions/interventions included the pump was replaced on (B)(6) 2017. Surgical intervention did occur as the pump was replaced. The issue was noted to be resolved at time of report, and the patient's status at time of report was "alive-no injury." It was noted that the pump will be returned for analysis, analysis request is being requested, and the pump can be disassembled for analysis. The patient's weight was unknown. Event date was noted as (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.